Event description:
The patient with ischemic cardiomyopathy, congestive heart failure, with new york heart association class iii, complete heart block, persistent atrial tachyarrhythmia, mechanical mitral valve, left atrial appendage thrombus, chronic renal failure, and guidant left-sided ICD. The patient was initially admitted last week for atrial tachyarrhythmia ablation. However, the patient was found to have a left atrial appendage thrombus, and the procedure was canceled. Because of persistent weakness and fatigue as well as decreased activity tolerance, it was decided to upgrade to a biventricular ICD. Co2 venogram performed demonstrated complete occlusion of the left subclavian vein. After full explanation to the patient, it was decided to proceed to a new right-sided biventricular ICD implantation and extraction of the generator from the left side. Suspected failure of the guidant ICD generator.